Event description:
It was reported that the patient experienced difficulty charging due to ipg migration. The patient underwent a revision procedure wherein the ipg was repositioned and remains implanted. The patient was doing well postoperatively.